Event description:
It was initially reported that the patient's seizure control has not been as good over the last few years. It was also noted that the patient has been diagnosed with lennox gastaut epilepsy. During a review of the patient's diagnostic/programming history, it was observed that there is a possible short circuit condition that occurred about 2004-2006. The site has not made a determination about the possibilities of surgery revision or exploration. Good faith attempts to obtain additional information have been unsuccessful to date.